Event description:
Caller reported not feeling well with a compact plus system blood glucose result of 66 mg/dl, so he drank some orange juice. Same system retest result within 10 minutes was 135 mg/dl. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.